Event description:
According to the reporter: during robotic assisted nephroureterectomy laparoscopic procedure, device was unable to fire, jaws locked on tissue. In order to resolve the case, a laparoscopic l-hook was put in the cavity and used to retract the knife blade as the assisting surgeon held the hilum with his hand through the hand port. The procedure extended for more than 30 minutes, the incision extended for more than 1 inch and there was also approximately 100cc of blood loss. The patient is alive with temporary injury.